Manufacturer narrative:
Concomitant medical product: 693565 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right ventricular (rv) his bundle lead dislodged. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.